Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event: - the patient developed baker grade iii capsular contracture in both of her breasts. - the explantation date was initially reported to be (B)(6) 2020. New information states that the explantation date is (B)(6) 2019. - only the patient¿s left breast prosthesis ruptured. The right breast prosthesis was removed intact. On (B)(6) 2020, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the device because the physical device was discarded. Device evaluation summary: according to the information received, the patient experienced a rupture in the left breast implant and developed bilateral capsular contracture. Additionally, it was reported that the implants were discarded, but photos were provided. Upon visual evaluation of the two images provided in the complaint, the implant was observed ruptured in one of the images. Additionally, part of the implant was noted inside of a syringe. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Although the product was not received, the manufacturing records of the 6417534 lot number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Implant rupture and capsular contracture complaint information are consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The patient underwent bilateral explantation on (B)(6) 2019. The explanted devices were discarded after surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03-feb-2020, mentor received additional information about the event: - the patient underwent bilateral explantation and replacement with allergan breast prostheses on an unknown date. - rupture of both left and right breast prostheses was reported. A separated medwatch report will be submitted for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 450cc gel breast prosthesis, catalog # 3504501bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 450cc gel breast prosthesis that ruptured after implantation. Possible deflation of the left breast prosthesis was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.